Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The analyzer displayed suspect population flags nvwbc, varlym 0.90 flags and asterisked invalid data. These flags alert the operator to verify the results. In this case, a manual smear review was required for verification of results and this issue was sample specific. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated wbc results on the cell-dyn sapphire. The following data was provided: (B)(6) initial 593 k/ul, 94.5, 612, 606, 569, 156.9, 80.4, 81.3. The lab uses a critical value of 24 for outpatient and 40 k/ul for inpatient. This patient has a history of erratic results, and the results were repeated multiple times. There was no impact to patient management.